Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent a laparoscopic hysterectomy to remove the essure coils). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent a laparoscopic hysterectomy to remove the essure coils). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') and genital haemorrhage ('heavy bleeding') in a female patient who had essure (batch no. 927077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension from 2013 to 2016, thyroid disorder from 2013 to 2016, obesity and fibroids. Previously administered products included for an unreported indication: mirena from 2004 to 2010. Concurrent conditions included painful joints, general body pain, inflammation, uterine bleeding, cervical dysplasia, unspecified inflammatory disease of uterus, anxiety, bloating, breast tenderness and mood swings. Concomitant products included fenoprofen calcium (nalfon) from (B)(6) 2015 to (B)(6) 2015, ibuprofen since 2007, levothyroxine sodium (synthroid) from 2013 to 2016, lisinopril from 2013 to 2016 and tranexamic acid from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("lower back pain ") and endometriosis ("endometriosis"). The patient was treated with antibiotics and surgery (robotic hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, back pain and endometriosis outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted for essure confirmation test as it was reported as she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on an unknown date: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, dyspareunia,vaginal haemorrhage, dysmenorrhea, endometriosis. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Lot number was added. Added event abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines, headaches, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, fatigue,weight gain, hair loss, endometriosis. Updated outcome of event abdominal pain from unknown to recovering/resolving. Event onset date was added.reporter's information was added. Patient's demographics was added. Medical history, historical condition, concomitant conditions, concomitant drugs, treatment drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') and genital haemorrhage ('heavy bleeding') in a female patient who had essure (batch no. 927077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension from 2013 to 2016, thyroid disorder from 2013 to 2016, obesity and fibroids. Previously administered products included for an unreported indication: mirena from 2004 to 2010. Concurrent conditions included painful joints, general body pain, inflammation, uterine bleeding, cervical dysplasia, cervix inflammation, anxiety, bloating, breast tenderness and mood swings. Concomitant products included fenoprofen calcium (nalfon) from (B)(6) 2015, ibuprofen since 2007, levothyroxine sodium (synthroid) from 2013 to 2016, lisinopril from 2013 to 2016 and tranexamic acid from (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("lower back pain ") and endometriosis ("endometriosis"). The patient was treated with antibiotics and surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, back pain and endometriosis outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted for essure confirmation test as it was reported as she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on an unknown date: results: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, dyspareunia, vaginal haemorrhage, dysmenorrhea, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.